Event description:
The consumer stated that she developed a boil on her labia after menstrual pad usage. She indicated that she is allergic to adhesive, bananas, latex and bandages. She has used kotex for over 6 years and would develop small bumps around the adhesive after usage. In this past month she developed a quarter-size bump which later developed into a boil. She visited her doctor on (B)(6) 2013 and the boil was lanced and drained pus and blood. She was prescribed cephalexin and is taking advil for pain. She has discontinued use of the product.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.